Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2q3ve; implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128; serial/lot #: (B)(6); ubd: 24-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the rep went to turn the therapy off before the patient had a pocket revision on (B)(6) 2026. The rep noticed the therapy said it was at max setting at 1.0 on program 6. Impedance check performed and found that 0 and 2 had impedances. Exact value unknown. Doctor was unable to replace the lead that day. Patient was on program 6 at 1.0 with good improvement still occurring prior to pocket revision. After pocket revision, turned therapy back on but would only go up to 0.6 on program 6 and then said at max setting. The patient had their lead replaced today, (B)(6) 2026 in the operating room. The rep was not present at the replacement but was told that no obvious issues were observed on the lead. Another rep was present for replacement of lead. They will be able to get possession next week and will return.